Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging issues with his onetouch ultramini meter displaying the apply sample symbol and powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient manages his diabetes with insulin 2x daily (type not specified). The patient continued to take his usual dose of medications. Immediately after the start of the alleged issue, the patient claims he felt symptoms of blurry vision and headaches. The patient denied receiving medical treatment. The cca noted it was the first time the subject meter was being used for testing. The correct test strips were being used for testing and there was no indication of misuse. The cca was not able to resolve the alleged issue with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.